Manufacturer narrative:
User reported issue was confirmed. Device was found to have a speaker issue. The device also failed the pressure test. The device was repaired and retested to meet all the specifications. (B)(4).

Event description:
The user reported the device had no sound. No patient was involved in this case.